Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed myopotential oversensing on the ventricular lead as well as crosstalk causing inhibition of pacing on the ventricular channel. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
(B)(4). The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.